Event description:
It was reported that the pt has had a few problems with the left hip. Pt has had MRI, blood tests and x-ray. Test showed no evidence of inflammation on the MRI. Blood tests showed chromium/cobalt ion levels are elevated. Pt stated that she is being monitored more closely and is being scheduled for a f/u appointment in december.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.